Manufacturer narrative:
The device was not made available for evaluation. It appears that the lack of fusion contributed to the implant breakage. Per the device labeling, the device is intended for temporary fixation to immobilize and stabilize the spinal segments while awaiting bony fusion to take place. After solid fusion occurs, the system serves no functional purpose. A lack of fusion can lead to material fatigue and eventual failure of the implant. This event was reported after receiving additional guidance from the FDA reporting systems monitoring branch on 04/22/2010 relative to reporting requirements.

Event description:
A patient underwent a revision surgery to remove a broken pedicle screw. The hardware was implanted in early 2008 at a single level. All other hardware was reportedly intact. Based on information received, there is an indication that fusion might not have occurred. The entire hardware construct was replaced during the revision surgery.